Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving an insulin flow blocked alarm during fill tubing. Blood glucose level at the time of the incident was 145 mg/dl. During troubleshooting the customer was able to get insulin to exit the device, then reported that she was unable to manually push insulin through. The insulin pump was not replaced or returned for analysis.